Event description:
It was reported by the rep that when the devices were used during a laparoscopically assisted vaginal hysterectomy procedure, one would not fire or open, and one encountered staple line bleeding with three reload cartridges.. Opened another device to complete the case. There was no consequence to patient.